Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used during an unknown procedure performed on (B)(6) 2022. During the procedure, the snare wouldn't cut through tissue. The procedure was completed with this another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.